Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient underwent a procedure where a distal clavicle plate, ar-2657dr, was implanted into their right shoulder. At some point after the procedure, the plate broke and the patient underwent a revision procedure on (B)(6) 2020 where a second distal clavicle plate, ar-2657dr, was implanted. The explanted broken plate was discarded.